Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the drive support cap was protruding. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Pump passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test due to the compromised force sensor system alarm.